Manufacturer narrative:
Date sent to the FDA: 06/26/2020. Additional h-6 method codes: 3331. The device history records reviewed, and no issue found. Additional information was requested, and the following was obtained: all the information was unknown. Due to can't get the information from the hospital the patient demographic info: weight, bmi at the time of index procedure? Was the suture used on flexible tissue/cartilage? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? What type of wound secretion was present? Was any culture test required? Results? Other relevant patient comorbidities/concomitant medications? What is physician¿s opinion as to the etiology of or contributing factors to these events (post-op inflammation and wound secretion)? What is the patient current status? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: weight, bmi at the time of index procedure? Was the suture used on flexible tissue/cartilage? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? What type of wound secretion was present? Was any culture test required? Results? Other relevant patient comorbidities/concomitant medications? What is physician¿s opinion as to the etiology of or contributing factors to these events (post-op inflammation and wound secretion)? What is the patient current status?

Event description:
It was reported that the patient underwent a bilateral functional nasal endoscopy and correction of nasal septum procedure on (B)(6) 2020 and the suture was used. The patient experienced post-op inflammation with erythema and wound secretion a day after suturing. Anti-infective medication and dressing change daily were given. Two days later, the patient's symptoms relieved. Additional information has been requested.